Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when asked if they experienced complications while using the hydrogel coated latex foley catheter, the survey respondent mentioned symptomatic urinary tract infection (uti), pain, hematuria, bacteriuria, epididymitis, urethral sphincter dysfunction, urethral or bladder trauma, bladder stones, catheter blockage and leakage. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when asked if they experienced complications while using the hydrogel coated latex foley catheter, the survey respondent mentioned symptomatic urinary tract infection (uti), pain, hematuria, bacteriuria, epididymitis, urethral sphincter dysfunction, urethral or bladder trauma, bladder stones, catheter blockage and leakage. No medical intervention was reported.